Event description:
It was reported that during the procedure, after simultaneously removing the protective balloon sheath and stylet, without resistance, and after prep, a 3.5x18 multi-link vision stent delivery system (sds) was advanced to a non-calcified, concentric, 100% stenosed, de novo lesion in the non-tortuous proximal left anterior descending coronary artery. When attempting to deploy the stent, it was discovered that the stent was missing from the balloon. The stent was found inside of the protective balloon sheath packaging; thus, the stent was determined to have dislodged prior to introduction into patient anatomy. There were no adverse patient effects and no occurrence of a clinically significant delay. A non-abbott stent delivery system was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the air aspiration during preparation was not performed before the protective sheath removal. The (B)(4) vision instructions for use in the inspection prior to use section states that, prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.